Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump's usb port was loose, resulting in difficulties charging the pump and pump shutdown. The reported issues caused the customer to experience a "high" blood glucose (bg) level. The customer administered a correction injection to treat the bg. Reportedly, the customer continued to use the pump for insulin therapy.